Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) to report the test strips were missing from the one touch ultramini meter kit. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 the patient noted the test strips were missing from the reported meter kit; he was unable to obtain a blood glucose reading. The patient took his usual dose of the oral diabetes medication metformin. At an unspecified time afterwards, the patient experienced the symptoms of blurred vision and dry mouth. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, the customer care advocate determined there was no missing product from the meter kit, as the test strips are no longer included packaged with the meter. The test strips were replaced. There was no missing product, as the test strips are now packaged separate from the meter. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose level due to the missing test strips. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.